Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken or detached cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken or detached cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. The probable cause could not be determined.